Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the explant was due to severe aortic insufficiency and aortic stenosis. Pre-op transesophageal echocardiogram showed an ejection fraction of 30% to 35%. Operative findings indicate that the aortic prosthesis was sclerotic with stiffened leaflets that are not pliable rendering the valve completely insufficient. There was no perivalvular leak, no evidence of infection. The device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) - stiffened prosthetic valve leaflets. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the reported valve findings could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that the insufficiency experienced by the patient was due to the stiffened leaflets noted on the valve. No further actions are possible with the available information.